Manufacturer narrative:
On 04/30/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device two ruptures were observed, the rupture a was observed on the posterior aspect within crease, measurement approximately 0.5 cm and the rupture b was observed on the anterior aspect, measuring approximately 2.0 cm. Microscopic examination of the edges of the rupture b revealed parallel striations. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since two ruptures were found in the device, the rupture a within a crease. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. For the rupture b, microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was diagnosed by a visual examination and by palpation of the breast. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the returned suspect medical device. It was initially reported that the catalog number for the suspect medical device is 3502275. New information states that the catalog number is 3501640. It is a mentor smooth round moderate profile 275cc saline breast prosthesis, lot number 5985512, UDI # (B)(4). A manufacturing record evaluation (mre) of lot number 5985512 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).